Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a leak between the spike and the tubing. There was no patient harm.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause for leaking could be related with the cross spike connector a dimensional gap between the connector and tubing. A formal corrective and preventative action was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing to mitigate leaking. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.